Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The product was returned, and the placement signal issue was not confirmed. Imc logs confirmed the reported failure mode given there were controller error alarms (opm comm crc error ¿ event set#: 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. Console (ic3165) was sent back fs for further investigation. The failure mode could not be reproduced. This is a known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant reported automated impella controller (aic) had placement signal (ps) loss during support. Troubleshooting did not resolve the issue; therefore, aic was replaced by the backup console. No harm or injury to the patient was reported. While investigation the issue, opm failure was noted.